Manufacturer narrative:
There was no patient involvement. The model and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during setup. There was no patient involvement.

Manufacturer narrative:
Through follow-up communication livanova (B)(4) learned that not a s5 roller pump display was frozen. The issue was related to a s5 control- and display module which can be replaced easily. Therefore livanova (B)(4) considers this event as not reportable anymore as it is not likely that the reported issue will cause patient harm.